Event description:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure implant removal). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), salpingitis ('left fallopian tube-chronic inflammation'), pelvic pain ('pain'), blood loss anaemia ('anemia') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included vaginal discharge. * on unknown date: she underwent essure confirmation test. Concurrent conditions included abdominal pain, dysuria, back pain, cramp in lower abdomen, nausea, endometriosis, vaginitis, bacterial vaginosis, urinary tract infection, rash, anemia, bladder infection, breast tenderness and ovarian cyst. Concomitant products included ibuprofen. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), blood loss anaemia (seriousness criterion medically significant), cardiac disorder ("blood/ heart disorder"), genital haemorrhage (seriousness criterion medically significant), dermatitis allergic ("rash/ skin condition"), allergy to metals ("nickel allergy"), psychological trauma ("psychological injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract problems"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine"), headache ("headaches"), nausea ("nausea "), fibrosis ("focal fibrosis"), adnexa uteri cyst ("paratubal cyst"), calcinosis ("micro calcification"), inflammation ("chronic inflammation"), angiopathy ("vascular congestion") and thrombosis ("clotted blood"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the perforation, salpingitis, pelvic pain, dysmenorrhoea, menorrhagia, blood loss anaemia, cardiac disorder, genital haemorrhage, dermatitis allergic, allergy to metals, psychological trauma, bladder disorder, urinary tract disorder, urinary tract infection, vaginal infection, vaginal discharge, fatigue, alopecia, migraine, headache, nausea, fibrosis, adnexa uteri cyst, calcinosis, inflammation, angiopathy and thrombosis outcome was unknown. The reporter considered adnexa uteri cyst, allergy to metals, alopecia, angiopathy, bladder disorder, blood loss anaemia, calcinosis, cardiac disorder, dermatitis allergic, dysmenorrhoea, fatigue, fibrosis, genital haemorrhage, headache, inflammation, menorrhagia, migraine, nausea, pelvic pain, perforation, psychological trauma, salpingitis, thrombosis, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion & removal date: insertion dates: (B)(6) 2013 & (B)(6) 2015. Removal dates: (B)(6) 2015 & (B)(6) 2016. Plaintiffs received treatment for dysmenorrhea, menorrhagia, anemia, blood heart disorder, general abnormal bleeding, rash skin condition, psychological injury, perforation, bladder problems, urinary tract disorder, uti, vaginal infection, vaginal discharge, fatigue, hair loss, migraines, headaches, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet was received. Event added from pfs- dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia, blood heart disorder, general abnormal bleeding, rash skin condition, nickel allergy, psychological injury, perforation, bladder problems, urinary tract problems, uti, vaginal infection, vaginal discharge, fatigue, hair loss, migraine, headaches, nausea, focal fibrosis, paratubal cyst, left fallopian tube-chronic inflammation, micro calcification, chronic inflammation, vascular congestion, clotted blood, she did not undergo essure confirmation test. Ppc added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: discripancy noted in essure insertion & removal date: insertion dates: (B)(6) 2013 & (B)(6) 2015. Removal dates: (B)(6) 2015 & (B)(6) 2016. Diagnostic results: on unknown date: she underwent essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2018: quality-safety evaluation of product technical complaint. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.